Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 02-012-49-2011 - logic cr tib insert slope++, sz 2, 11mm; (B)(6), 02-012-45-2030 - lgc tibial fit tray cem sz 2f / 3t; (B)(6), 02-010-03-0220 - logic cr femoral cem, left sz 2.

Event description:
As reported via legal documentation, this patient had bilateral knee replacement with their left knee replaced on (B)(6) 2016. The patient is schedule to have left knee revision on (B)(6) 2023. The reason for revision has not been provided. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.